Manufacturer narrative:
No product is expected to be returned related to this case. The patient squeezed the finger for the blood sample collection. Product labeling states: "gently squeeze from the base of the finger to develop a hanging drop of blood." On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states: "the coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods." Initial reporter occupation is lay user/patient.

Event description:
We received an allegation of a questionable inr result for one patient tested with coaguchek xs meter with serial number (B)(4) compared to an unknown laboratory method. The result from the meter was 3.9 inr. The repeat result from the meter was 3.7 inr. The patient squeezed the finger to collect the blood sample. The result from the laboratory using a venous blood sample was 2.9 inr. The time interval between the two tests was five minutes. The patient's testing frequency is once a week. The therapeutic range is 3.0 to 4.0 inr.